Event description:
Reporter alleged discrepant blood glucose results of 86 mg/dl back to back with a result of 226 mg/dl when testing was performed on the compact plus system. No exact time between testing was reported other than the reference to back to back. It was not provided whether any actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.